Manufacturer narrative:
(B)(4). Concomitant medical products: unknown stem. Unknown kinectiv neck. Unknown cup. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Primary procedure's operative notes were provided and reviewed by a health care professional. Review of the available records identified the following : the patient underwent an initial left total hip arthroplasty due to avascular necrosis and medullary edema of left femoral head, significant sclerosis. Prior to the procedure, there was a 1.5cm leg length discrepancy with left shorter than right. No complications occurred during the procedure. No other findings related to the event were noted. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent a left hip arthroplasty approximately 11 years ago. Subsequently the patient is dealing with pain in the same hip where they had the replacement. No additional information.